Event description:
A customer reported a malfunction with their pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Before contacting technical support, the caller performed a pump reset following guidance provided by cts. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump. Cts advised the caller to report any recurring malfunction codes and confirmed their understanding.